Manufacturer narrative:
The returned meter was investigated with test strips and a known-good retained battery. Visual inspection has been performed on the returned meter and no issues were observed. Inserted retained batteries. Meter powered on with button depression. No issues were observed with the lcd during power up and self-test sequence. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving a low adc meter reading of 446 mg/dl as compared to a laboratory reference reading of 724 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with test strips and a known-good retained battery. Visual inspection has been performed on the returned meter and no issues were observed. Retained batteries were inserted. Meter powered on with button depression. No issues were observed with the lcd (liquid crystal display) during power up and self-test sequence. Control solution testing has been performed and all results were within range specification. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the precision xceed 1.1 pro meter was reviewed and the dhrs showed the precision xceed 1.1 pro meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving a low adc meter reading of 446 mg/dl as compared to a laboratory reference reading of 724 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving a low adc meter reading of 446 mg/dl as compared to a laboratory reference reading of 724 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the precision xceed pro meter and the DHR review showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Dhrs for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and precision test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional reported receiving a low adc meter reading of 446 mg/dl as compared to a laboratory reference reading of 724 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.